Event description:
It was reported that the complainant reported an automated impella controller was failing to hold a charge. No report of patient harm or injury.

Manufacturer narrative:
E1, e3, e4: the name of the initial reporter and occupation is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.